Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the safeset port was received separated from the 25" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
D1 brand name: transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount) d4. And h4. Because lot number is unknown, the expiration and manufacture dates are unknown.

Event description:
An event involving a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount) experienced breakage. It was reported that the customer had a faulty tubing. The event was noted on 22-jul-2024. There was unknown patient involvement, and unknown human harm. It was reported that the product had a broken art line kit. Update: it was noted that there were no visible defects seen prior to the brakeage. There was patient involvement, no human harm, and there was delay in therapy.